Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The device sticks after engaging and did not release. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4) the device history record of batch number 74b1501365 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. (B)(4) was issued for another issue non-related to this customer complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. No corrective actions can be implemented due the lack of product sample to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause.

Event description:
The device sticks after engaging and did not release. The patient's condition was reported as fine.